Event description:
Customer reported possible compatibility issues between the smartsite valve on the primary set and the male luer on the hospira secondary set. Reported the user was unable to tighten the secondary set securely to the smartsite on the primary set causing leakage. No pt harm reported and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of possible compatibility issues between the smartsite valve on the primary set and the male luer on the hospira secondary set could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.